Event description:
Additional information was received indicating that turning of the deployment knob was not difficult during deployment, and that the capsule responded when the deployment knob was turned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012124367); product type: compression loading system (cls) product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the physician encountered difficulty to advance the delivery catheter system (dcs) through 18fr non-medtronic sentrant sheath, but eventually managed to push through. During deployment, the valve dislodged and the physician recaptured the valve. During recapture, the valve could only be recaptured till approximately the 3rd node. It could not be recapture anymore after overdrive featured fully utilized. The physician decided to pull back the dcs. The physician managed to withdraw the dcs without any trauma caused. The entire system was replaced. The replacement system was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. The images provided show a dislodged valve in the aorta; however, images of the dislodgment were not provided for review. A second valve was attempted to be implanted and even though the load inspection was not provided, the paddle appears to be out pocket which would suggest a possible misload. There is evidence of one attempted recapture during which the delivery catheter system failed to fully recapture the valve and eventually the delivery catheter system became damaged. Subsequently, the partially deployed valve and the damaged delivery catheter system were removed from the body through the external sheath used for the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.